Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the index procedure, 20 mg of rivaroxaban was administered. A small baseline pericardial effusion was noted. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The subject underwent successful placement of the 24mm watchman flx device with a deployed device diameter of 20.0 mm. Following release of the device during an effusion sweep, a pericardial effusion measuring 0.5cm around the right ventricle was noted. It was noted to be slightly larger than at baseline. No further intervention was needed. On (B)(6) 2021, the subject was discharged on rivaroxaban.